Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the ac inlet damage was due to accidental failure or handling because the failure is not confirmed to have multiple tendencies. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of corrosion was confirmed, due to top cover, main chassis & rear panel rusted with paint scratches. In addition to the finds reported, power switch's plastic cap at front was torn. Four suction feet at the bottom had a weak suction force. The air pressure was loose due to worn out air joint unit and connector socket at front. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the maintenance unit at the back where you plug in the power cord was broken off and corroded a bit. The event occurred during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined the alternating current inlet unit at rear was damaged with one pin pushed inward. This medwatch is being submitted to capture the reportable malfunction found during evaluation.